Manufacturer narrative:
(B)(4). Initial report. Customer has indicated that the products will not be returned to zimmer biomet for investigation (product location is unknown). Medical product: unknown oxford tibial component, catalog #: unknown, lot #: unknown medical product: unknown oxford bearing, catalog #: unknown, lot #: unknown multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00005, 3002806535-2021-00006. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient underwent an initial left knee arthroplasty on (B)(6) 2015. Subsequently, a revision procedure due to unknown reason was performed on (B)(6) 2020.

Event description:
It was reported that a patient underwent an initial left knee arthroplasty on (B)(6) 2015. Subsequently, a revision procedure due to unknown reason was performed on (B)(6) 2020.

Manufacturer narrative:
(B)(4). This final report is being submitted to relay additional information. The following sections were updated: b4, b5, g4, g7, h1, h2, h6, h10. Multiple MDR reports were filed for this event, please see associated reports: 3002806535-2021-00005-1, 3002806535-2021-00006-1. Biomet UK ltd have attempted to contact the sales representative, however, no further information is available. We have not been provided with x-rays or any supporting documentation which could provide additional information. The item number and lot number identification necessary to review manufacturing history and the complaint history was not provided. Without the opportunity to examine the complaint product, root cause cannot be determined due to insufficient information. Risk assessment: without the opportunity to examine the complaint product and without adequate information received regarding the event, root cause could not be determined and therefore risk could not be assessed against occurrence or any new previously unidentified risk. No corrective or preventive actions are deemed necessary at this time. If any additional information becomes available, then the complaint will be reopened and investigated thoroughly.